Event description:
It was reported the leads and battery were explanted due to infection at spinal incision and pocket. Antibiotic treatment was necessary and the patient was admitted to the hospital for antibiotics. The patient had no injury and no adverse events. The patient symptoms included drainage/incisional wound opening, pain, redness, and swelling. No further information was reported.

Manufacturer narrative:
The device was used for an off-label indication. The indication used for was headache. Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information was received from the consumer regarding the infection with the neurostimulator for non-malignant pain and migraine. It was reported that the patient was allergic to the metals in the implantable neurostimulator (ins). It was also reported that the lead was put in the base of the patient's neck (like in the shoulder) and it moved up toward the patient's neck and burst open. After a while, it kept getting more and more infected. The ins kept get getting infected and they could not get the infection under control. After the device was explanted, they waited to ensure the infection was cleared up before putting in another one.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).